Event description:
In 2007, a pt had "l4-s1 fusion with rods & bone allograft and l4-l5 laminectomy for decompression." On the next day, the pt presented with a fever. There was no redness or swelling at the incision site. As of three days later, the pt was no longer had a fever. Pending further info.